Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The large hem-o-lok clip applier instrument was analyzed and the instrument was installed on an in-house system and driven. The instrument failed the clip test due to misapplication of the clip. The instrument passed engagement and was able to retain the clip through engagement but could not apply the clip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the large hem-o-lok clip applier instrument were not holding onto the clip. No fragments fell inside the patient. The user completed the procedure, and no known impact or patient consequence was reported.